Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported the nurse finds fluid leaking from the catheter connection during catheter use. There was a delay in patient treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leak could not be confirmed. The product returned for evaluation was one 5fr dl powerpicc catheter w/ t-lock assembly. The catheter was microscopically inspected for damage/defects and leak tested. Visual observation found that use residues were present on the catheter, however, no damage, defects, or leaks were identified. Therefore, the customer's reported defect could not be confirmed.

Event description:
It was reported the nurse finds fluid leaking from the catheter connection during catheter use. There was a delay in patient treatment. No other information was provided.